Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient on (B)(6) 2025, around 3:00 pm the patient was experiencing nausea, dizziness, short of breath and vomiting. The cgm reading was 109 mg/dl and the bg reading was 203 mg/dl. At 4:40 pm, she was taken to urgent care by her sister. Upon arrival at urgent care, a bg reading was taken, which was 240 mg/dl and the cgm reading was 109 mg/dl. A blood test was performed, and the patient was diagnosed with diabetic ketoacidosis. She was transferred from urgent care to the emergency room (ER) and was treated with intravenous (IV) fluids. The patient was transferred from ER to the intensive care unit, where she was treated with insulin, IV fluids and other medications. The patient was discharged the next day. At the time of the report, the patient was still feeling a little bit sick and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid was taken at home while patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival at the urgent care. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.